Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the cylinders. Upon explant, the lining of one cylinder was found to be peeling away; therefore, the cylinders and pump were removed and replaced. No patient complications were reported.